Manufacturer narrative:
Stryker evaluated the customer's device and downloaded the device's electronic records from the event for review and was able to verify the device powered off and on multiple times. Stryker replaced the device's power pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is unexpectedly powering itself off and on (resetting). As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.